Manufacturer narrative:
H.6. Investigation summary: material #: 368499 lot/batch #: 2311407 bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill based on returned photo analysis. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes had insufficient pressure. This event occurred 65 times. The following information was provided by the initial reporter. The customer stated: the customer complained about 6-7% (average daily consumption of 1000 tubes) of 3ml in the past half a month. Insufficient negative pressure of the purple head tube shows that the blood flow rate is similar to the drip rate, or the vacuum degree is exhausted but only about 1.5ml-2ml is collected. This situation happened concentratedly in the product number 368499 and the batch number 2311407!

Manufacturer narrative:
The following information was provided by the initial reporter. The customer stated: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill based on returned photo analysis. H3 other text: see h.10.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes had insufficient pressure. This event occurred 65 times. The following information was provided by the initial reporter. The customer stated: the customer complained about 6-7% (average daily consumption of 1000 tubes) of 3ml in the past half a month. Insufficient negative pressure of the purple head tube shows that the blood flow rate is similar to the drip rate, or the vacuum degree is exhausted but only about 1.5ml-2ml is collected. This situation happened concentratedly in the product number 368499 and the batch number 2311407!